Event description:
The physician had inserted a sensor (guide) wire to open the patient's right ureter at the start of the case prior to using the laser to remove renal calculi. Upon removal of the sensor (guide) wire in the right kidney when he was finished he noticed that approximately 5 cm of the wire had broken off and was still in the right ureter. The piece was retrieved successfully. There was no harm to the patient.what was the original intended procedure?right ureretoscopy, right laser lithotripsy, and insertion of right double-j stent.